Manufacturer narrative:
A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted post-mortem. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. In addition, the site reported that the vad functioned as intended and did not contribute to the reported event or patient outcome. Clinical factors that may have contributed to the patient's outcome related to the event are a complicated post-operative period resulting in pericardial effusion, sepsis, and multi-organ failure. These complications may be attributed to the patient's pre-operative clinical status and the implant procedure. The cause of death was determined to multi-organ failure related to the family's decision to discontinue escalation of medical intervention and treatment; and to instead provided the patient palliative support. Though the root cause of the reported event can not be conclusively determined there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including infection, multi organ failure, and death. As stated in IFU, that right heart failure is common in patients receiving lvads. Also that the etiology of late right heart failure may be a progression of chronic heart disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on (B)(6) 2015 the patient had a "pericardial effusion", and on the next day they were taken to the operating room (or) for a pericardiotomy for drainage. On (B)(6) 2015 the patient went into right heart failure with "no respiratory therapy, but requiring catecholamine's." On (B)(6) 2015 there was an implant for right heart support (rvad) with competitor's device and on v 2015 there was an explant of the rvad, due to "repeated massive epistaxis which required re-intubation." On (B)(6) 2015 the patient's anticoagulation was stopped, due to nose "tamponade." Restart of coagulation was not possible, due to "repeated bleeding from nose and lung." It was stated that the infection parameters were going up and blood cultures and swabs revealed "enterococcus faecium, serratia marcescens, staphylococcus epidermidis, candida glabrata and serratia marcescens." It was also stated that the patient received "antibiotics and anti mycotics." Liver parameters increased as renal function decreased and hemofiltration started." Family made decision to not continue escalation of treatment, but to support the patient with adequate pain relief medication due to multi organ failure. It was stated that the event was not a malfunction of the device. Patient expired on (B)(6) 2015 at 1pm, and it was stated that there would be no autopsy. Investigation is ongoing.